Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor failed pulse testing. Upon evaluation, the t2 transformer and q2 transistor were defective. The cause of the pulse test failure is the defective components. The root cause of the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.